Manufacturer narrative:
Follow-up (07/27/2015): this follow-up is being submitted to notify that an investigation of the device was unable to be conducted. Follow-up attempts have been completed and no further information is expected.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the event blister with device misuse as described in this elderly patient is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability and will be reassessed once additional information is provided.

Event description:
Blisters [blister]. Did not use a top under the wrap and placed the wraps directly to the skin [device misuse]. Case description: this is a spontaneous report from a contactable healthcare professional reporting on behalf of her mother. An elderly female patient of an unknown age and ethnicity started to use thermacare heatwrap (thermacare heatwrap) on an unknown date at an unknown frequency and concomitant medications were unknown. On an unknown date, the patient had blisters as a result of using the thermacare heatwrap. It was reported that the patient did not use a top under the wrap and placed the wraps directly to the skin. No package or batch numbers were provided and the product had been used before. The action taken with the thermacare heatwrap in response to the event and the outcome of the event were unknown at the time of this report. Additional information has been requested and will be provided as it becomes available.